Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise noted on the non-boston scientific right ventricular (rv) lead that was being oversensed. The pacing impedance measurements have risen since implant (485 to 650 ohms), but remained in normal range. Although there was oversensing and pacing inhibition, the patient's intrinsic rhythm is present in the episodes so no asystole for more than two seconds occurred. Printouts were sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise appears to be either electromagnetic interference (emi) or minute ventilation (mv) chop. Further troubleshooting was discussed. No adverse patient effects were reported.